Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, the left subclavian artery was used for access along with a guidewire. Upon release, the valve immediately dislodged into the left ventricular outflow tract (lvot). A post-implant balloon aortic valvuloplasty (bav) using a 23mm balloon was performed. Severe paravalvular leak (pvl) was reported. A second non-medtronic 26 mm valve was implanted inside the transcatheter bioprosthetic valve. No additional adverse patient effects were reported.